Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to attach the luer connector to the ilet due to an apparent gap, and later it was determined via photo review that the connector was being oriented upside down; after correcting the orientation, the user successfully reconnected and resumed insulin delivery. Symptoms included hyperglycemia with a reported maximum of 317 mg/dl and persistent elevated glucose above 180 mg/dl. Outcomes included need for backup subcutaneous insulin and device alerts for prolonged severe hyperglycemia without further medical intervention. Investigation included agent-guided troubleshooting and visual confirmation through user-supplied images. Investigation of this case revealed user handling error related to connector orientation that prevented proper attachment and insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error.